Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted the device door roller and door roller pin were missing. As indicated the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility it was noted that the device door roller and door roller pin were missing. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.